Manufacturer narrative:
The manufacturer previously reported an encourage device caused debilitating cramping. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device passed all testing and operated as designed.

Event description:
The manufacturer received information alleging an incourage device caused debilitating cramping. There was no report of serious or permanent harm or injury. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.